Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not working. The blood glucose level was unknown. The customer stated the act button is not continuing. Customer also stated that she received a bad battery alert but they declined troubleshooting. The product will not be return for analysis.